Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that there was bleeding at the impella insertion site that has since decreased in volume and now stabilized. Rn will continue to monitor. It was further reported that blood was noticed in the sterile sleeve, so heparin was held. The physician loosened the back tuohy and drained the blood from the sterile sleeve and retightened the tuohy. The patient is stable.

Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the product damage (sterile sleeve damage) issues has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding and the product damage - sterile sleeve issues was not determined since product was not returned and limited clinical information was provided.